Event description:
It was reported stimulation was in the wrong location. The patient had been implanted with the sensor device and was doing well. At the two week appointment the patient got a jolt from the device while programming. Impedances were noted as in range. The patient was feeling stimulation in their belly when the right lead was being programmed. The patient had not fallen or had any trauma. They did an anterior posterior and lateral x-ray and everything was fine. The device had not moved.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Follow up information reported that the no further diagnostics or testing was performed since impedances and x-rays were good. The patient¿s implantable neurostimulator (ins) was reprogrammed on (B)(6) 2013 to the settings indicated in the previous report and at the end of the appointment still had some stimulation in the belly area but that they did have coverage for their pain. It was unknown as to what was causing the patient¿s overstimulation sensation. Per the physician, no further testing or interventions were planned. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).